Event description:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. The device was not in use on a patient at the time of event, there was no patient involvement.